Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose levels were 400 mg/dl and 280 mg/l. The customer had been using the insulin pump system within 48 hours of high blood glucose levels. The customer also reported no delivery alarms even after several set changes. Customer reported that he had run over 30 units of insulin through trying to test and it did go through but when they put the reservoir back into the insulin pump he got no delivery alarms, when he removed the reservoir and put it into an older insulin pump that he had, it was working in that insulin pump. The customer declined troubleshooting for high blood glucose levels and no delivery alarms because he had been a diabetic for over 30 years and he knew what he was doing. The insulin pump will not be returned for analysis.